Event description:
The patient right side of the bed has excess play which caused the patient to roll out of the bed. Need to determine if leg assemblies were tweaked.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.